Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user reported that he had not been able to hear with the device since june 2022. In situ testing showed affected channels. Further troubleshooting will be performed.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported that he had not been able to hear with the device since june 2022 after a sudden drop in hearing performance. Prior to this the user had benefit from the device. In situ testing showed affected channels.re-implantation is considered but no date is set yet.

Event description:
The user reported that he had not been able to hear with the device since (B)(6) 2022 after a sudden drop in hearing performance. Prior to this the user had benefit from the device. In situ testing showed affected channels. The user was re-implanted on the (B)(6) 2022.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.